Manufacturer narrative:
Field service engineer (fse) replaced the board to resolve the issue. Fse verified the repair per established procedures. Root cause is associated with the hardware.

Event description:
When a beckman coulter inc. (Bci) field service engineer (fse) was performing an install of the unicel dxi 600 access immunoassay system with dual gantry , the reagent storage was unable to initialize. Fse found a burned component on the reagent storage pcb. There was no report of a burning or electrical smell at the time of event. There were no injury, no smoke, or flames. The fire department was not dispatched.